Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported difficultly to close the clip, clip jumping and failure to grasp the leaflets cannot be determined. In addition, the reported poor image resolution was due to challenging images. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed clip jumping. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted p2 cleft in the middle of the valve, and significant visualization issues due to shadowing on the imaging. The first clip delivery system (xtw cds 10625r270) was advanced to the mitral valve, and the clip grasped the leaflets fine. However, the one of the grippers was stuck on the anterior leaflet. Troubleshooting was performed, and the clip was freed. The procedure continued and the clip was deployed without issues. Then a second cds (10603r185) was advanced to the mitral valve; however, the clip could not grasp both leaflets. The clip was inverted and retracted back to be re-orientated. However, when attempting to re-close, the clip would not close. Troubleshooting was performed, and then all of a sudden the clip jumped closed. The procedure continued and the clip was re-oriented. Then another grasping attempt was made, but the clip would still not grasp both leaflets. The procedure ended at this point. The cds was removed with the clip attached. One clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.